Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (miscarriage or still birth)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2014. The patient's past medical history included fibromyalgia, anxiety, multigravida and parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)). Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3), guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycocet (percocet). Four coils on left and five on the right. In 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded") and dyspnoea ("shortness of breath"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dizziness had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea and dyspareunia outcome was unknown and the anxiety, fibromyalgia, palpitations, fatigue, abdominal distension, alopecia and dyspnoea was resolving. The reporter considered abdominal distension, abortion of ectopic pregnancy, alopecia, anxiety, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant) hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: ectopic pregnancy; on (B)(6) 2014: pregnant. On (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:cervix without pathologic change. Proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. On (B)(6) 2014 ultrasound test was performed having result gs ys seen. Gs placed adjacent to right cornuart essure and gs together. Essure appears placed optimally by us ovs wnl. Rov w/ clc.cx long and closed. On (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain. Most recent follow-up information incorporated above includes: on 30-may-2018: mr received. Events pregnancy (stillbirth or miscarriage) has been updated to pt: abortion of ectopic pregnancy and event per mr: ectopic pregnancy. Lab data added. Reporter information are added. Concomitant condition are added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2014 and device ineffective "device ineffective". The patient's past medical history included fibromyalgia, anxiety, multigravida and parity 3 (((B)(4)1996, (B)(4)2010, (B)(4)2013)). Concomitant products included alprazolam (xanax). In 2013, the patient experienced anxiety ("anxiety"). On (B)(4)2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In july 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In august 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself") and abdominal distension ("bloating"). In december 2013, the patient experienced alopecia ("hair loss"). On (B)(4)2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(4)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded") and dyspnoea ("shortness of breath"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and essure removal on (B)(4)2016.). Essure was removed on (B)(4)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dizziness had resolved, the pregnancy with contraceptive device, premenstrual syndrome, hypersensitivity, migraine, headache, nausea and dyspareunia outcome was unknown and the anxiety, fibromyalgia, palpitations, fatigue, abdominal distension, alopecia and dyspnoea was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, anxiety, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: when she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(4)2014 that helped her to miscarry. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(4)2013: total bilateral occlusion. Pregnancy test - in june 2014: pregnant. Most recent follow-up information incorporated above includes: on (B)(4)2018: new events added- pms very bad, was not herself, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), device ineffective, allergic or hypersensitivity reaction, anxiety, fibromyalgia, migraines, headaches, heart palpitations, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, bloating, hair loss, dizzy/lightheaded and shortness of breath. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (miscarriage or still birth)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's past medical history included fibromyalgia, anxiety, multigravida, parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)) and pelvic pain female. Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) from 2008 to 2018, guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycocet (percocet). In 2013, 2 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdomen"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("worsening migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself/severe pms") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced anxiety ("anxiety - had issues before but had issues in years"). In december 2013, the patient experienced fibromyalgia ("fibromyalgia - worsened symptoms") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dizziness ("dizzy/lightheaded"), dyspnoea ("shortness of breath") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dizziness had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea, dyspareunia, abdominal pain and perineal pain outcome was unknown and the anxiety, fibromyalgia, palpitations, fatigue, abdominal distension, alopecia and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, perineal pain, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: ectopic pregnancy; on (B)(6) 2014: pregnant. On (B)(6) -2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:cervix without pathologic change. Proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. On (B)(6) 2014 ultrasound test was performed having result gs ys seen. Gs placed adjacent to right cornuate essure and gs together. Essure appears placed optimally by us. Ovs wnl. Rov w/ clc.cx long and closed on (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (miscarriage or still birth)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in 2014. The patient's past medical history included fibromyalgia, anxiety, multigravida and parity 3 (B)(6) 1996, (B)(6) 2010, (B)(6) 2013)). Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3), guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced anxiety ("anxiety"). On the same day, the patient experienced nausea ("nausea"). In july 2013, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In august 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself") and abdominal distension ("bloating"). In december 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In june 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded") and dyspnoea ("shortness of breath"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dizziness had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea and dyspareunia outcome was unknown and the anxiety, fibromyalgia, palpitations, fatigue, abdominal distension, alopecia and dyspnoea was resolving. The reporter considered abdominal distension, abortion of ectopic pregnancy, alopecia, anxiety, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant) hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: ectopic pregnancy; on (B)(6) 2014: pregnant. On (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:cervix without pathologic change.proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. * on (B)(6) 2014 ultrasound test was performed having result gs ys seen.gs placed adjacent to right cornua.rt essure and gs together. Essure appears placed optimally by us.ovs wnl. Rov w/ clc.cx long and closed * on (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (miscarriage or still birth)') in a 34-year-old female patient who had essure (batch no. B02264, b02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's medical history included fibromyalgia, anxiety, multigravida, parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)) and pelvic pain female. On (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix without pathologic change. Proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. On (B)(6) 2014 ultrasound test was performed having result gs ys seen. Gs placed adjacent to right cornua.rt essure and gs together. Essure appears placed optimally by us.ovs wnl. Rov w/ clc.cx long and closed on (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) from 2008 to 2018, guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 5 months after insertion of essure. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdomen"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("worsening migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself/severe pms") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced anxiety ("anxiety - had issues before but had issues in years"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia - worsened symptoms") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations\my heart would race from anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dizziness ("dizzy/lightheaded"), dyspnoea ("shortness of breath\catching my breath was difficult"), perineal pain ("perineal pain"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disorder"), loss of consciousness ("lost consciousness"), panic attack ("panic attacks"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling"), hypoaesthesia ("numbness/my hand and face were numb"), asthenia ("I was constantly drained"), lethargy ("lethargy"), abdominal pain lower ("I had horrible cramp like pain after orgasm"), myalgia ("muscular pain was unbearable"), the first episode of swelling ("swelling"), cardiac flutter ("flutters"), chest pain ("chest pain"), crying ("crying"), depression ("I was depressed"), arthralgia ("joint pain"), dehydration ("I must be slightly dehydrated"), ovulation pain ("I still have worst pain and crazy swelling when I ovulate"), the second episode of swelling ("I still have worst pain and crazy swelling when I ovulate"), back pain ("pain and tightness in left lumbar area"), musculoskeletal discomfort ("pain and tightness in left lumbar area") and menstrual disorder ("ugly periods") and was found to have heart rate irregular ("irregular heartbeat") and blood pressure increased ("my bp was elevated"). The patient was treated with surgery (hysterectomy on ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, dizziness, mood swings, feeling abnormal, lethargy, abdominal pain lower, cardiac flutter, chest pain and crying had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea, abdominal pain, perineal pain, autoimmune disorder, loss of consciousness, vitamin d deficiency, abdominal discomfort, paraesthesia, hypoaesthesia, asthenia, myalgia, heart rate irregular, depression, arthralgia, blood pressure increased, dehydration, ovulation pain, the last episode of swelling, back pain, musculoskeletal discomfort and menstrual disorder outcome was unknown and the fibromyalgia, fatigue, alopecia, dyspnoea and panic attack was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood pressure increased, cardiac flutter, chest pain, crying, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, fibromyalgia, headache, heart rate irregular, hypersensitivity, hypoaesthesia, lethargy, loss of consciousness, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal discomfort, myalgia, nausea, ovulation pain, palpitations, panic attack, paraesthesia, pelvic pain, perineal pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, the first episode of swelling and the second episode of swelling to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant). Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pregnancy test - on (B)(6) 2014: results: ectopic pregnancy; on (B)(6) 2014: results: pregnant. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain." Concerning the injuries reported in this case the following events were reported via social media : mood swings, autoimmune disorder, lost consciousness, panic attacks, brain fog, vitamin d deficiency, abdominal discomfort, tingling, numbness, depression, arthralgia, blood pressure increased, ovulation pain, swelling, back pain, musculoskeletal discomfort,menstrual disorder and dehydration were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added: I was depressed, joint pain, my bp was elevated and I must be slightly dehydrated,I still have worst pain and crazy swelling when I ovulate,pain and tightness in left lumbar area,ugly periods. Event clubbed: numbness/my hand and face were numb. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (miscarriage or still birth)') in a 34-year-old female patient who had essure (batch no. B02264, b02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's medical history included fibromyalgia, anxiety, multigravida, parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)) and pelvic pain female. *on (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix without pathologic change. Proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. On (B)(6) 2014 ultrasound test was performed having result gs ys seen. Gs placed adjacent to right cornua. Rt essure and gs together. Essure appears placed optimally by us.ovs wnl. Rov w/ clc.cx long and closed. On (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) from 2008 to 2018, guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycocet (percocet). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 5 months after insertion of essure. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdomen"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("worsening migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself/severe pms") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced anxiety ("anxiety - had issues before but had issues in years"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia - worsened symptoms") and alopecia ("hair loss"). On(B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dizziness ("dizzy/lightheaded"), dyspnoea ("shortness of breath"), perineal pain ("perineal pain"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disorder"), loss of consciousness ("lost consciousness"), panic attack ("panic attacks"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), asthenia ("I was constantly drained"), lethargy ("lethargy"), abdominal pain lower ("I had horrible cramp like pain after orgasm"), myalgia ("muscular pain was unbearable"), swelling ("swelling"), cardiac flutter ("flutters"), chest pain ("chest pain") and crying ("crying") and was found to have heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (hysterectomy on ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, palpitations, dysmenorrhoea, vaginal discharge, dizziness, mood swings, feeling abnormal, abdominal pain lower, cardiac flutter, chest pain and crying had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea, dyspareunia, abdominal pain, perineal pain, autoimmune disorder, loss of consciousness, vitamin d deficiency, abdominal discomfort, paraesthesia, hypoaesthesia, asthenia, lethargy, myalgia and heart rate irregular outcome was unknown, the fibromyalgia, fatigue, abdominal distension, alopecia, dyspnoea and panic attack was resolving and the swelling had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, asthenia, autoimmune disorder, cardiac flutter, chest pain, crying, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, fibromyalgia, headache, heart rate irregular, hypersensitivity, hypoaesthesia, lethargy, loss of consciousness, menorrhagia, migraine, mood swings, myalgia, nausea, palpitations, panic attack, paraesthesia, pelvic pain, perineal pain, premenstrual syndrome, swelling, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant). Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pregnancy test - on (B)(6) 2014: results: ectopic pregnancy; on (B)(6) 2014: results: pregnant. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain." Concerning the injuries reported in this case the following events were reported via social media : mood swings, autoimmune disorder, lost consciousness, panic attacks, brain fog, vitamin d deficiency, abdominal discomfort, tingling, numbness were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu (8) & (9) process together. Social media received. Events : mood swings, autoimmune disorder, lost consciousness, panic attacks, brain fog, vitamin d deficiency, abdominal discomfort, tingling, numbness were added. On 2-oct-2019: fu (8) & (9) process together. Pfs received. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("pregnancy (miscarriage or still birth)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's past medical history included fibromyalgia, anxiety, multigravida, parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)) and pelvic pain female. Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) from 2008 to 2018, guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycocet (percocet). In 2013, 2 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdomen"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("worsening migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself/severe pms") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced anxiety ("anxiety - had issues before but had issues in years"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia - worsened symptoms") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dizziness ("dizzy/lightheaded"), dyspnoea ("shortness of breath") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy and essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dizziness had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea, dyspareunia, abdominal pain and perineal pain outcome was unknown and the anxiety, fibromyalgia, palpitations, fatigue, abdominal distension, alopecia and dyspnoea was resolving. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, anxiety, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, palpitations, pelvic pain, perineal pain, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014 : 28479.9 miu/ml (0-5 miu/ml non-pregnant) hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: ectopic pregnancy; on (B)(6) 2014: pregnant. On (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy:cervix without pathologic change.proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. * on (B)(6) 2014 ultrasound test was performed having result gs ys seen.gs placed adjacent to right cornua.rt essure and gs together. Essure appears placed optimally by us.ovs wnl. Rov w/ clc.cx long and closed * on (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: reporter information was updated. Per plaintiff fact sheet event: pain: abdominal was added. Her historical condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (miscarriage or still birth)') in a 34-year-old female patient who had essure (batch no. B02264, b02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014. The patient's medical history included fibromyalgia, anxiety, multigravida, parity 3 (((B)(6) 1996, (B)(6) 2010, (B)(6) 2013)) and pelvic pain female. *on (B)(6) 2016 surgical pathology test was performed having result as uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix without pathologic change.proliferative endometrium. Myometrium without pathologic change. Fallopian tube without pathologic change. * on (B)(6) 2014 ultrasound test was performed having result gs ys seen.gs placed adjacent to right cornua.rt essure and gs together. Essure appears placed optimally by us.ovs wnl. Rov w/ clc.cx long and closed * on (B)(6) 2016 ultrasound was performed having results are both ovaries remain. Rt ov wnl. Lt ov contains at least 3 punctate calcifications, largest 2mm. There is a small amount of free fluid in the cul-de-sac and trace amount near the lt ovary. Concurrent conditions included dysfunctional uterine bleeding, anemia and menstruation abnormal. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d3) from 2008 to 2018, guaifenesin (mucinex), ibuprofen, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 5 months after insertion of essure. In 2013, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("pain abdomen"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("worsening migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced premenstrual syndrome ("pms very bad, was not herself/severe pms") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced anxiety ("anxiety - had issues before but had issues in years"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia - worsened symptoms") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced palpitations ("heart palpitations\my heart would race from anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), dizziness ("dizzy/lightheaded"), dyspnoea ("shortness of breath\catching my breath was difficult"), perineal pain ("perineal pain"), mood swings ("mood swings"), autoimmune disorder ("autoimmune disorder"), loss of consciousness ("lost consciousness"), panic attack ("panic attacks"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), abdominal discomfort ("abdominal discomfort"), paraesthesia ("tingling"), hypoaesthesia ("numbness/my hand and face were numb"), asthenia ("I was constantly drained"), lethargy ("lethargy"), abdominal pain lower ("I had horrible cramp like pain after orgasm"), myalgia ("muscular pain was unbearable"), the first episode of swelling ("swelling"), cardiac flutter ("flutters"), chest pain ("chest pain"), crying ("crying"), depression ("I was depressed"), arthralgia ("joint pain"), dehydration ("I must be slightly dehydrated"), ovulation pain ("I still have worst pain and crazy swelling when I ovulate"), the second episode of swelling ("I still have worst pain and crazy swelling when I ovulate"), back pain ("pain and tightness in left lumbar area"), musculoskeletal discomfort ("pain and tightness in left lumbar area"), menstrual disorder ("ugly periods") and cold sweat ("passing out cold") and was found to have heart rate irregular ("irregular heartbeat") and blood pressure increased ("my bp was elevated"). The patient was treated with surgery (hysterectomy on ((B)(6) 2016)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, palpitations, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, dizziness, mood swings, feeling abnormal, lethargy, abdominal pain lower, cardiac flutter, chest pain and crying had resolved, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, premenstrual syndrome, hypersensitivity, migraine, headache, nausea, abdominal pain, perineal pain, autoimmune disorder, loss of consciousness, vitamin d deficiency, abdominal discomfort, paraesthesia, hypoaesthesia, asthenia, myalgia, heart rate irregular, depression, arthralgia, blood pressure increased, dehydration, ovulation pain, the last episode of swelling, back pain, musculoskeletal discomfort, menstrual disorder and cold sweat outcome was unknown and the fibromyalgia, fatigue, alopecia, dyspnoea and panic attack was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, blood pressure increased, cardiac flutter, chest pain, cold sweat, crying, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, fibromyalgia, headache, heart rate irregular, hypersensitivity, hypoaesthesia, lethargy, loss of consciousness, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal discomfort, myalgia, nausea, ovulation pain, palpitations, panic attack, paraesthesia, pelvic pain, perineal pain, premenstrual syndrome, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, the first episode of swelling and the second episode of swelling to be related to essure. The reporter commented: insertion procedure: four coils on left and five on the right. When she became pregnant after having essure implanted. Her baby never developed a heartbeat. She was given a shot on (B)(6) 2014 that helped her to miscarry. Miscarriage reported by the plaintiff was confirmed to refer to an ectopic pregnancy by the medical records. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant); on (B)(6) 2014: results: 28479.9 miu/ml (0-5 miu/ml non-pregnant). Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Pregnancy test - on (B)(6) 2014: results: ectopic pregnancy; on (B)(6) 2014: results: pregnant.. ¿concerning the injuries reported in this case, the following confirming events as described in patient¿s medical records: ectopic pregnancy with essure micro-insert, menorrhagia, dysmenorrhea. Pelvic pain." Concerning the injuries reported in this case the following events were reported via social media : mood swings, autoimmune disorder, lost consciousness, panic attacks, brain fog, vitamin d deficiency, abdominal discomfort, tingling, numbness, depression, arthralgia, blood pressure increased, ovulation pain, swelling, back pain, musculoskeletal discomfort,menstrual disorder and dehydration were added. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event passing out cold. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.